Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results during their half year control check up. Results as follows: date: (B)(6) 2014. Patient inratio: 1.9. Clinic inratio: 2.5. Lab: 4.8. Time between tests: a few minutes. Customer used two lot numbers for testing. It is unknown which lot corresponds to which inratio result. Additional lot number: 345383.